Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found insulation abrasion at 10.9 cm - 11.1 cm from connector pin and at 40.6 cm - 40.9 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.